Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was admitted to the hospital after experiencing syncopal events and suspected seizures. System evaluation noted the right ventricular (rv) threshold is higher than the programmed output and there is no rv capture. Additionally, there was an abrupt decrease, greater than 500 ohms, for the rv pacing impedance measurements. A micro perforation was identified and the lead was repositioned. No additional adverse patient effects were reported.